Event description:
A customer contacted baxter (B)(4) regarding a leak from an equipo cassette. The home patient (hp) stated that when he linked the equipo cassette and started the infusion, there was a leak from the final part of the cassette. There was patient involvement, but no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed and the root cause could not be determined since the sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.